Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide lens glue worn out, objective lens glue worn out, bending section cover or distal sheath glue peeling, switch 1 worn out, and water flow not to specification due to foreign debris in the air/water nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis lucera elite gastrointestinal videoscope, the scope air/water channel was blocked. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that watertight packing of peripheral equipment, silicone-based glue, and silicone parts were broken and entered the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection: inspection of the endoscope, inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Operation manual inspection of the endoscopic system: - inspection of the air-feeding function. - inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.